Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device was fired on the cystic duct and after clip was applied the jaws would not open. The device was pried off the duct after several minutes with no damage to the duct. Another device was used to complete the case. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
Date sent: 08/19/2008. Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.